Event description:
The user facility reported that the physician that was attempting to close with the angio-seal device stated that he went through the steps of deployment like he normally does, however, when he pulled back with the device the entire sheath came out of the artery. He did state that the foot plate was outside the sheath when he looked at it. The patient was required to have manual pressure and subsequently there were no complications. The type of procedure performed was a gastroduodenal artery (gda) embolization. Additional information was received on (B)(6) 2025: there was a pre-deployment angiogram done. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion. The doctor had gone through the steps to ensure that he was just inside the artery. The issue occurred after he deployed the footplate and pulled back at a 45-degree angle where the entire sheath came out. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rn one (1) 6fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, polyfoil pouch and header bag. The device was subjected to visual and functional analysis. The hemostasis sheath and carrier tube were fully mated in rear lock position. The device appeared used with visible signs of blood. The anchor was deployed from the hemostasis sheath. The anchor was manually pulled and the anchor and collagen deployed. The complaint can be confirmed for partial deployment pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).